Manufacturer narrative:
Device eval of battery pack sn (B)(4) was completed. The reported problem (not powering up monitor) has been confirmed. Upon investigation battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a contamination of the battery pca and battery cells. The root cause for the contamination could not be positively identified but was likely ingress on an unk liquid. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4), reporting that the battery pack was unable to power up a monitor.